Event description:
It was reported that a patient was planned to be implanted an alpha insert me neutral ii/32 on the left side on (B)(6) 2014. It was reported that during surgery, the surgeon attempted for 30 min to seat this insert into the fitmore shell which was already implanted in the patient. The surgery was completed with another insert, which engaged immediately.

Manufacturer narrative:
The manufacturer did not receive the device for investigation but it is mentioned by complainant that it will be provided. No surgical report or x-rays were provided for review. A lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).